Manufacturer narrative:
The insulin pump passed the functional testing. However, there was intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's keypad was only responding intermittently. Customer also reported that the insulin pump had trouble priming and rewinding. Customer did not recall any significant events leading up to these issues. Blood glucose level was 164 mg/dl at the time of the call. No further information was provided.